Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure on (B)(6) 2021, when surgeon was about to put the 120 degree antegrade screw in a femoral recon nail, the trocars were extremely hard to advance in the aiming arm. Surgeons requested it to be replaced. The screw was able to be placed and the procedure was completed. Patient consequence is unknown. No surgical delay. No other medical intervention required. This report is for one (1) unknown aiming arm. This is report 3 of 5 for complaint (B)(4).